Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self test and displacement test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals five stuck key alarms were found on 11 apr 2024 starting at 03:30:06 hour through 04:17:33 hour were recorded. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No physical evidence or moisture damage on the electronic assembly, motor, or force sensor was found. Peeled keypad overlay and found corroded keypad trace on the back arrow button. The following were noted during visual inspection: corroded keypad trace and scratched case. In conclusion, customer concern was not confirmed. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. However, corroded keypad traces noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarms. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported receiving a stuck button alarm after pump was exposed to change in altitude. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.